Event description:
It was reported that the h207 lt flat dn tip set was being used in a procedure when the console displayed a frequency error. The user tried to reset the device and also suctioned saline in an effort to cool the tip, then switched to a back up device to complete the procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event of the tip heating up and causing a frequency annunciator was duplicated and confirmed during service evaluation. The tip was found to have insufficient strength, which based on the risk documents can be caused by repetitive use. The device was scrapped by the manufacturer.

Event description:
It was reported that the h207 lt flat dn tip set was being used in a procedure when the console displayed a frequency error. The user tried to reset the device and also suctioned saline in an effort to cool the tip, then switched to a back up device to complete the procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
It was reported that the h207 lt flat dn tip set was being used in a procedure when the console displayed a frequency error. The user tried to reset the device and also suctioned saline in an effort to cool the tip, then switched to a back up device to complete the procedure. There were no patient or user injuries, and no adverse consequences.